Event description:
A medtronic representative reported a worn screw on a spine clamp. This concern was identified outside of any procedure. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis and showed signs of wear and tear. The adjustment screw threads are worn down in the middle of the travel allowing some movement of the clamp face. The reported event was confirmed. The device was replaced and there were no further issues.